Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 3.75 mcg/day 50 mcg/ml bupivacaine 0.3751 mg/day 5 mg/ml dilaudid (hydromorphone) 0.15 mg/day 2 mg/ml via an implantable pump. It was reported that there was blood accumulation and oozing from the pump pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. A pocket exploration/revision was scheduled for (B)(6) 2025. The procedure was aborted due to the patient becoming medically unstable. She was transported to a hospital. The issue was not resolved.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient had a cardiac arrest. The patient in critical condition after the procedure. The was transferred to the emergency department room via ambulance. The patient death was not related to the device/therapy/procedure. The death after three of the procedure. The patient passed away in the hospital. The patient medical history was leiden deficiency, complex, diabetes, and h7n. It was note that before the patient death, there was persistent blood seroma in the pump pocket.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.